Manufacturer narrative:
(B)(4). Batch # p94g95. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the clamp arm broke off into the patient. The broken piece was retrieved from the patient without incident. A second like device was used to complete the procedure. There were no patient consequences reported. One device with clamp arm will be returned by the customer.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. In addition, it was also received with the blade tip intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged use of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.